Manufacturer narrative:
Model number/catalog number: sc-8216-70, serial number: (B)(4), batch/lot number: 17112793, model/catalog description: artisan lead 70 cm. Model number/catalog number: sc-3138-55, serial number: (B)(4), batch/lot number: 16012637/16029505, model/catalog description: lead extension kit 55 cm. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The patient underwent an explant procedure.